Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. \

Event description:
It was reported that the wake button was sticking. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.